Manufacturer narrative:
(B)(6). The lot was manufactured december 7, 2017 - december 8, 2017. The device was received for evaluation with approximately 100ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with water and monitoring until the next day. During and after filling, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown location. This occurred before patient use. The device had been filled with fluorouracil in an unspecified diluent. There was no patient involvement. No additional information is available.